Event description:
It was reported that when the patient came for a follow-up visit, the device was without pacing and output and no telemetry. When the device was checked four months earlier, all was reported as "ok" and the remaining longevity estimated to be 1 to 14 months. The device was replaced. No patient complications were reported as a result of this event.

Event description:
Reporter alleged the customer obtained the results of 112 mg/dl, 68 mg/dl and 70 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she drank milk after obtaining the last reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.